Manufacturer narrative:
(B)(4). Failure analysis and investigation results did not confirm the the reported issue. Upon receipt, the actual pump involved was visually and functionally inspected. Device tests and volumetric accuracy were within specifications. According to the event description, it was reported that " fentanyl was set to infuse at 116 ml / hour, however and additional 100 ml infused durinfg the hour time frame". A review of the device logs provides evidence that the initial set up was on (B)(6) 2016 at 00:23am an infusion start of 116.8 ml and 100ml. At 1:15am pump entered kvo and at 1:19am infusion was stopped. At 1:20am an infusion start of 116.8ml and 100ml. At 2:07am with a vtbd of 11ml pump was placed on hold. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. If additional pertinent information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility: customer reports that fentanyl was set to infuse at 116 ml / hour, however and additional 100 ml infused durinfg the hour time frame, tubing was not retained, customer denied patient injury.